Event description:
It was reported by service report that the headend and footend brake cams are disengaging when brakes are engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.